Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the clinic reprogrammed the device and the leads remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise and increasing sensing integrity counter (sic) on the rv lead. It was also reported that there were some spikes on impedance trends. The leads will be monitored closely until a decision for intervention on the leads is made. The leads remain in use. No patient complications have been reported as a result of this event.